Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; device did not power up. Main printed circuit board was found corroded. Analysis also found the output connector wires were smashed in-between the case bosses. The lcd (liquid crystal display) wires were pinched and compromised. It was noted the lcd wires and output connector wires were routed incorrectly. (B)(4).

Event description:
It was reported that the external pulse generator (epg) would not turn on. The issue persisted once the battery was changed. The epg was returned for repair. No patient complications have been reported as a result of this event.